Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a continuation of a driveline infection. It was decided the patient would undergo a pump exchange on (B)(6) 2020, as treatment did not resolve the infection. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Section a1/date of birth: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. This event was determined to be a duplicate to MFR #2916596-2020-03760. The investigation findings will be submitted under MFR #2916596-2020-03760.